Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller stated that they had their implant set up on wednesday by a medtronic representative name asked, unknown, and the representative taught them how to use the equipment. Caller stated that since then they haven't been able to feel any stimulation. Caller added that for the last two days they've been unable to walk at all. Caller noted that they have to charge the implant every day because the battery is going down, but it's not even working at all. Caller mentioned the mdt rep told them to give it 48-72 hours and then try group a. Agent walked caller through connecting the handset and communicator to the implant. Caller confirmed therapy was on, and they were in group b. Agent had caller switch to group a. Caller had dtm therapy set and increased the intensity a bit with no change. Agent advised caller to allow more time for the changes to take effect and follow up with the mdt rep for further assistance. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Caller commented that they didn't realize this would be so complicated and wished they never had it done.